Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported two patients who experienced under corrections following refractive treatment. The patients will require additional intervention. Additional information received, the vertex was set to 14 instead of 12 millimeters.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. Logfiles were reviewed. Vertex distance was not on default (14mm) but 12mm. This was identified to be a potential contributing factor. No technical root cause was identified as the product was found to be within specifications and the device was working as intended. The vertex distance showed a different setting. The setting can be changed by the user; the lower setting is identified to be a contributing factor to the reported event. The manufacturer internal reference number is: (B)(4).